Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was in the hospital and has asthma. Customer was put on prednisone and her sugar went up to 553 mg/dl. Customer was given a manual injection, but does not know if she should give another injection or use the pump. Customer was running high with blood glucose levels of 458 mg/dl at 6:11 and 473 mg/dl at 7:00. Customer was advised to contact the health care professional or hospital to find out what she needs to do to treat. Customer was also advised that she can run a temp basal, but she would need to speak with a health care professional to see what rates to run. No additional information provided.